Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: unavailable omnipod software app version: unavailable operating system: unavailable hardware: unavailable cgm sensor type: unavailable. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the prestataire that the patient developed an abscess at the pod¿s insertion site (arm) after wearing the device over 48 hours. The patient reported the infusion site to be swollen and painful. The patient's blood glucose level was maintained at below 150 mg/dl. This was the second reported abscess the patient had developed and they were awaiting an appointment with the community nurse for further advice about the second abscess at the time of report. The patient had successfully activated a new pod on their thigh following this with no signs of induration or pain. No further information was provided regarding treatment. This report is one of two abscesses reported, the first abscess has been reported under (B)(4)

Manufacturer narrative:
H6 was corrected.